Manufacturer narrative:
(B)(4).

Event description:
It was reported that shortly after being released from the hospital after implant in 2012 ((B)(6)), the patient had a "very bad fall" at home. It was stated that the patient fell 8 times at home from implant to a follow-up appointment in (B)(6) 2013. It was further stated that the patient started to experience "severe headaches, which would gradually become a severe sharp pain-weird feeling headaches" when stimulation was on. It was added that the pain would gradually go away once stimulation was turned off. The headaches were said to have started in (B)(6) 2012. The patient reportedly told to her healthcare provider (hcp) about falls, but the hcp did not check the device or leads. The patient was to have a head and neck MRI. The patient did not know if the need for an MRI was device related. It was added that the patient a loss of effect, however, it was not stated when this began or if it was a sudden loss of effect following a fall. Additional information had been requested, but was unavailable at the date of this report. Any additional information received will be included in a supplemental report.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37746, serial# (B)(4). Product type: programmer, patient. (B)(4).

Event description:
Additional information reported that the patient had not followed up with her doctor. It was noted that the patient experienced no symptoms because she had the device turned off and only turns it on ¿when she really needs it.¿ if additional information is received, a supplemental will be filed.